Manufacturer narrative:
Device avail for eval., returned to MFR. Method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The console was tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 73 krpm; the rpm display did not display a reading at all in turbine mode. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. Bsc ID# (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system console was selected for use; however during preparation, it was noted that the it's impossible to read the speed of the rotablator as the speed on the screen is always black. This occurred and was tested 2-3 times. No patient complications reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system console was selected for use; however during preparation, it was noted that the it's impossible to read the speed of the rotablator as the speed on the screen is always black. This occurred and was tested 2-3 times. No patient complications reported.